Manufacturer narrative:
The device was returned for evaluation. Upon visual examination of the returned device, it was observed that both ends of the monofilament (attachment tether) appear very white and have the characteristics of being stretched. It was determined in our analysis of the returned device that excessive retraction force may have been used during repositioning thereby, causing the attachment together to break.

Event description:
The coil was the first and being used to frame the aneurysm. There was a stent just proximal to the aneurysm with the end prongs just outside of the neck. The coil was undersized so the physician pulled the coil out, but the coil seemed to knot as the physician was pulling. The physician did not notice the coil broke / detached. The micro-catheter was then pulled in an attempt to remove the coil, but only the micro-catheter came out. The physician then retrieved the coil with alligator forceps. There was no harm to the patient.